Event description:
It was reported that high impedance was observed with this right ventricular (rv) lead along with noise on the electrogram resulting in an inappropriate shock. A lead fracture was confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion and distal portion of the lead was received. The superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: product ID: d154vwc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2008. (B)(4).